Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery will not hold a charge. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4).